Manufacturer narrative:
(B)(4). Medical product: unknown nexgen tibial tray, catalog#: unknown lot#: unknown, unknown nexgen femoral, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00281, 0001822565-2018-00282. Remains implanted.

Event description:
It was reported that the patient will undergo a revision surgery to address loosening of the polyethylene insert. It was also reported that the screw had broken previously, with only a few strands in the hole. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The complaint could not be confirmed. Review of the x-rays indicates that tibial plate articular surface locking screw has broken, with the proximal screw fragment is displaced anteriorly and is located posterior/inferior to the inferior pole of the patella (in vicinity of infrapatellar fat pad). Femoral and tibial component alignment is standard. Assessment for loosening of the tibial component is limited by lack of baseline views. Radiolucency is present at the medial tibial tray bone interface which favors digital artifact; however, limits assessment for loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the user error. Package insert indicates that all articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery to address loosening of the polyethylene insert. The articular surface was implanted without the locking screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends